Manufacturer narrative:
Concomitant medical products: 4068-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and right ventricular leads were capped and replaced due to lead malfunctions. No patient complications have been reported as a result of this event.